Event description:
Novasure device failed cavity assessment after multiple tries. Tried second device which worked.====================== manufacturer response for novasure, novasure======================sales rep aware. Report filed.